Event description:
A customer reported via phone call indicating that they experienced high blood glucose and was hospitalized. The customer did not provide any information about the hospitalization. The customer stated that their insulin pump did not do anything. The customer stated that the nurse will handle the complaint. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.